Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her blood glucose was like 496mg/dl or something like that and they are wondering where her supplies are because she was completely out of supplies. The customer reported that blood glucose at original incident was around 496mg/dl to 451mg/dl. The customer treated it with manual injection. Blood glucose went up because she was off the pump. The insulin pump will not be returned for analysis.